Manufacturer narrative:
H6: corrected the following: health effect, clinical code, health effect, impact code, component code, type of investigation, investigation findings, investigation conclusions manufacturer narrative updated: the reason for the reported event cannot be confirmed from the information provided but may be related to prosthesis wear as reported or inclusion of the polyethylene in the packaging recall. Potential contributions of manufacturing, user, or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and no product information, images, radiographs, or relevant clinical information was provided.

Manufacturer narrative:
H10. Pending investigation. There is no other information available.

Event description:
It was reported via legal documentation that a patient had a right total knee arthroplasty on (B)(6) 2016, with no reported revision. There is no device information provided. No other patient information / medical history reported. No radiographic images of the device are provided. There is no other information available.